Manufacturer narrative:
Age or date of birth, weight and ethnicity: information unknown/ not provided as per country's data protection laws/ guidelines. Date of event: unknown, not provided. But the best estimate date is between (B)(6) 2021. (B)(6). The device was not returned for analysis; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens for the patient was explanted on (B)(6) 2021 and replaced by an eyhance toric model diu150, with the diopter, 15.5. The patient had been dissatisfied with the contrast and visual performance. There were no complications and the doctor and patient are both happy with the result. The visual acuity with the right and left eye is 1.0 in the distance. No additional information was provided. A separate report will be filed for the patient's right eye.